Event description:
Customer reports a nurse was giving a lasix 100mg in 100ml secondary infusion. She chose non-weight base and then chose custom concentration and did not notice that pharmacy had programmed the dosing units in mg/min instead of the expected mg/hr. A soft guardrails notification advisory was triggered, and the nurse pressed "yes" and continued to administer the medication. The physician was notified of the event. There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.